Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a number of medtronic devices (hawkone and silverhawk directional atherectomy, chocolate and nanocross balloon angioplasty, inpact admiral) and non-medtronic device were successfully used to treat a number of vessels in the left peripheral vasculature with no issues reported. Following use of a non-medtronic balloon, a drug coated balloon angioplasty of the left sfa using 6 x 80mm and 6 x 150mm inpact admiral medtronic drug-coated balloons was performed. An angiogram revealed a flow-limiting dissection in the left mid sfa. This was treated using a non-medtronic stent and post-dilation using a non-medtronic balloon. Final angiograms revealed a patent left sfa with a well expanded an well opposed left med sfa stent. No evidence of dissection, perforation, or dye extravasation was reported. The patient was asymptomatic with stable vital signs upon leaving the cath lab.